Manufacturer narrative:
Corrected data: h11- in initial MDR claim# (B)(4) is corrected to claim # (B)(4). Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. In a separate surgery the lens was exchanged for a longer length lens of different power and the problem was resolved.